Event description:
Customer reported via email that charging port was warped, making it difficult to charge pump. There was no reported impact to the customer¿s blood glucose level. Customer declined callback, and no action was required for resolution.